Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome¿ jag 44 was used in the duodenum and papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, they set up as usual and did a pre-bow before passing device through the scope. During the procedure, after this device was passed through the endoscope, they noticed that the angle of the tome was pushing more towards the right side of the monitor. They did not rotate the device as they were able to cannulate it and performed initial sphincterotomy successfully. After assessing the first cut, they bowed the device approximately 3/4 of the way as an attempt to make another cut; however, the cut wire broke. Reportedly, nothing detached inside the patient and the wire did burn some tissue at the duodenum that they did not want to cauterize. No medical treatment was required for the unintentionally burned tissue. The procedure was completed using a second truetome¿ jag 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block e4: this event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4).

Event description:
It was reported to boston scientific corporation that a truetome¿ jag 44 was used in the duodenum and papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, they set up as usual and did a pre-bow before passing device through the scope. During the procedure, after this device was passed through the endoscope, they noticed that the angle of the tome was pushing more towards the right side of the monitor. They did not rotate the device as they were able to cannulate it and performed initial sphincterotomy successfully. After assessing the first cut, they bowed the device approximately 3/4 of the way as an attempt to make another cut; however, the cut wire broke. Reportedly, nothing detached inside the patient and the wire did burn some tissue at the duodenum that they did not want to cauterize. No medical treatment was required for the unintentionally burned tissue. The procedure was completed using a second truetome¿ jag 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on june 6, 2018. The cutting wire broke off into two pieces. The metal pieces of that were broken were able to be retrieved immediately. The location of the burn was at the duodenum close to the papilla.